Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B) (4)

Event description:
Reporter alleged obtaining the results of 428 mg/dl and hi (greater than 600 mg/dl) on aviva system 1 compared back to back with a result of 119 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The leads were eroding; they were removed. It was unk if there was infection. X-rays were obtained and the results were not provided. The leads were cut during removal and would not be returned for analysis. The pt status was reported as "fine".